Event description:
An issue was reported regarding an incorrect time displayed on the caller¿s device, leading to confusion about accurate timekeeping. The customer¿s blood glucose level was not adversely impacted by this discrepancy. Technical support assisted the caller in updating the pump time and advised monitoring the situation, suggesting a follow-up if the time discrepancy recurs. The caller acknowledged and understood the instructions provided.